Event description:
It was noted during a previously scheduled service call that the cardiosave intra-aortic balloon pump (iabp) was not recognizing the actual pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted the iabp was not recognizing actual pressure. The stm replaced the motor control pcb, the front end pcb, the scroll compressor and executive processor boards. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was noted during a previously scheduled service call that the cardiosave intra-aortic balloon pump (iabp) was not recognizing the actual pressure. There was no patient involvement, and no adverse event reported.